Event description:
Information was received from a patient who was receiving morphine drug (n/a mg/ml at 1499 mg/day) via an implantable pump for malignant pain/spine back indications for use. It was reported that the controller has been doing weird things for three months. The patient stated that he went to take a bolus this morning and when they hit the button to start to bolus, it did not go through the regular functions that it goes through. The controller went through a totally different thing, and it never said that it went from 90% to 100% because it will always go to 90% and it will sit there for 2-3 minutes. The patient stated that ¿it will come out and say it started and then you hit, and things go back to ready for the next one.¿ the agent asked if this was a safety feature and patient said yes. The patient mentioned that he just got their pump filled yesterday and they said he had a lot of morphine left in the pump that should not be there. The agent reviewed the patient was in the tutorial and agent walked the patient through checking box so that the same tutorial did not continue to pop up. The patient service walked the patient through clearing data and going through the tutorial and reviewed the 90% lag. The patient was able to successfully connect to the pump and request/receive bolus at a much faster pace. The troubleshooting steps that were taken on the call resolved the issue. The agent had a hard time understanding a lot of the call as the patient was providing a lot of different information.

Manufacturer narrative:
Continuation of d10: product ID: a820, product type: software. Section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.